Event description:
A report was received that the patient was experiencing discomfort at the pocket site where the ipg was originally implanted. The patient underwent a pocket revision wherein the ipg was relocated from lateral right side of back to the lower right side. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg had slight movement which was confirmed by x-ray possibly due to loose sutures. This caused discomfort at the ipg site and charging difficulty.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site where the ipg was originally implanted. The patient underwent a pocket revision wherein the ipg was relocated from lateral right side of back to the lower right side. The patient was reportedly doing well following the procedure.